Event description:
It was reported to boston scientific corporation on december 12, 2006 that a trupath biopsy device was used during a prostate biopsy procedure (event date, patient age, gender and weight are unknown). The device is not locking at times and deploying by itself when it does lock. No patient complications were reported as a result of this event.

Manufacturer narrative:
The lot number of the device used is unknown; consequently the device manufacturing and expiration dates are unknown. A failure analysis of the complaint device could not be completed as the device was not returned as the product was disposed. A review of the device history record and lot history could not be conducted due to no lot number being provided. The root cause of the reported malfunction could not be determined. Product unavailable for analysis.